Event description:
Info received that the head of bed would not go up. No injury reported.

Manufacturer narrative:
Technician found the head of bed would not go up. Cleaned the hydraulic valve to resolve this issue.